Event description:
Power switch is defective per provider.

Manufacturer narrative:
Per (B)(6) statement, the alarm will not function, the on/off switch on the control panel is defective, the ty wrap for the pe valve was replaced, and the ty wrap afor the product tank was replaced.